Event description:
Several filed separated, though sepcific info on each case would not be provided. In some cases the separated pieces was retrieved and in others the canal was filled with the separated piece in place.